Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/8/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested; the following was obtained: did this issue contribute to any patient adverse event? How much blood did the patient lost? Confirm the qty in cc how was the bleeding treated? Was any blood transfusion necessary? How was the bleeding treated on each patient event? How much blood did the patients lost? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent an pph surgery under lumbar anesthesia+external stripping and internal ligation treatment for mixed hemorrhoids on (B)(6) 2025 and suture was used. During the surgical procedure, the suture broke during the ligation and hemostasis process, affecting the doctor's operation and causing delayed hemostasis. Immediately replaced with new suture. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Corrected data: d1, d4. Additional information received: according to feedback of the sales rep on 28-oct-2025 via phone, product code should be sa86g .